Event description:
It was reported that this was a revision of a revision, initial revision done (B)(6) 2013. Revised patient due to cup shifting vertically, was unstable.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the surgeon and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Manufacturing date corrected. An event regarding shell migration and loosening involving a tritanium revision acetabular was reported. The event was not confirmed. Device evaluation not performed as the device was not returned. Medical evaluation not performed as no medical records were provided for review. Device history review. A device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review. A complaint history review confirmed no other similar events for the reported lot. The exact cause of the event could not be determined because of a lack of information. Further information such as the reported device, medical records, and x-rays are needed to complete the investigation for determining the root cause. No further investigation for this event is possible at this time.

Event description:
It was reported that this was a revision of a revision, initial revision done (B)(6) 2013. Revised patient due to cup shifting vertically, was unstable.